Event description:
The facility reported instrument (20g trocar cannula) came apart three times when inserting during this procedure. As a result the pt's incision was larger; the reporter stated there was no pt harm from this event. Additional info received from the surgeon states; outcome/prognosis of this event is reported as "unk." No unplanned surgical/medical intervention was required, reported the surgery became more difficult.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.